Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was lost power without warning low battery. The customer¿s blood glucose level was unknown. The customer was reported that the insulin pump had failed battery test. The customer was also reported that the insulin pump was died without low battery alert. The insulin pump will be returned for analysis.